Event description:
The tips hit and rub together causing the breakage. The break did not occur during a procedure and was found in the container prior to surgery. There was no patient involvement. No harm came to a patient as the result of this malfunction. (B)(6) 2013. Event occurred at: (B)(6) hospital.